Event description:
The pt reported that the power consumption of the infusion device is too high and w2 (battery low) warning was not displayed on the infusion device prior to e2 (battery depleted) error. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.